Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test along with the unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. The motor slide rewound all the way back properly. No anomalies noted. The unit was received with the reservoir tube lip completely broken off; the reservoir would not stay locked in. The following physical damage was noted: missing o-ring (reservoir tube), cracked casing at the display window corners, cracked casing at the battery tube threads, corroded battery tube, cracked casing at the reservoir tube window corners, and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call that the reservoir compartment had a missing o-ring and cracks; the reservoir tube would not stay locked in place. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.